Event description:
The pt was implanted with a left ventricular assist device (lvad). Approximately 13 months post-implant, it was reported that the pt had dark colored urine, elevated lactate dehydrogenase (ldh) and was admitted for hemolysis. Since the pt was heparin-induced thrombocytopenia (hit) positive he was placed on IV argatroban and aspirin. Approximately 9 days later, the patient's ldh has stated to decrease.

Manufacturer narrative:
Based on the information available to the manufacturer, a correlation between the device and the reported hemolysis could not be confirmed. The patient remains ongoing on lvad support and no further related issues have been reported. Hemolysis is listed in the device¿s approved labeling as an adverse event that may be associated with the use of the left ventricular assist system. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient's ldh decreased and was 475 as of (B)(6) 2014. The patient's goal inr was 2.5-3.5. As of (B)(6) 2014, the last measured ldh was 221 and the patient was doing well.

Manufacturer narrative:
The device remains implanted and in use by the pt. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.